Event description:
On 06/20/2000, the facility's specialties coordinator informed the MFR's (MFR.) Customer service representative of the following: upon removal of the product from the carton to put on the shelf, the packaging was noted to be breached. No further details were provided.